Event description:
It was reported that the procedure was to treat a lesion in the right common iliac using a contralateral approach (off-label use). After failing to cross, the stent dislodged. Two additional stents were used to compress the dislodged stent against the vessel wall (right common iliac), with a small portion extending into the aorta.